Event description:
It was reported that they were still receiving reports from their staff of disconnections of hemovac. Per customer follow up on 03mar2025, it was reported that they were experiencing the same issues with the devices being disconnected at the point of the accordion vac and the y site. They have provided many reports and information to their team. This has been going on for about a year without bd making changes to the device based on their feedback. They have sent samples to their company and were yet to hear back about what would be done to improve the device. There have been no injuries to patients, but this was an infection risk for their spinal surgery patients.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No additional actions can be taken at this time since root cause was not identified. A DHR could not be performed since no lot number was provided. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. Correction: e. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were still receiving reports from their staff of disconnections of hemovac.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.